Event description:
During a laparscopic cholecystectomy procedure, the clips scissored. The surgeon removed the clips and applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.